Manufacturer narrative:
Batch review performed on (B)(6) 2019: lot 185936: 20 items manufactured and released on 11/08/2018. Expiration date: 10/29/2023. No anomalies found related to the problem. To date, all items of the same lot have been already sold without any other similar reported event.

Event description:
Total hip prosthesis surgery, a post-op rx control showed a compound fracture at the femoral level. The surgeon cabled the fracture the same day of the primary, no implants have been revised. The surgery was completed successfully.